Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the device's error log regarding a supply voltage error. The device's power management board was replaced to resolve the issue. Additionally, the device came in with a misaligned base, missing feet, cracked base enclosure, and cracked handle. The rubber feet, handle kit, handle o ring kit, base enclosure kit, faa label, warning label, mr unsafe label, inlet air path assembly, and removable air path foam were replaced. The device passed all testing.